Event description:
The lead was implanted on (B)(6) 1998 and abandoned on (B)(6) 2006. The lead fractured. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).